Event description:
It was reported that a user experienced unexpected hyperglycemia after running out of insulin while using the ilet system, and a caregiver asked whether the pump would correct the elevated glucose and whether settings could be adjusted to reduce nocturnal lows. Symptoms included high blood glucose. Outcomes included troubleshooting and education provided to the caregiver, with escalation to clinical decision support to assess potential target adjustments. Investigation included a review of device alerts and alarms, which showed alert 273 on the ilet, and clinical review of reported glucose trends and user-reported insulin depletion. Investigation of this case revealed no device malfunction and indicated that the hyperglycemia was associated with lack of available insulin rather than a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.